Manufacturer narrative:
The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at the corner of a fold from the outside in. The product analysis did not confirm recurring incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the recurring incontinence issue. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) cuff to downsize due to urine leakage. The patient outcome was reported to be well.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff to downsize due to urine leakage. The patient outcome was reported to be well.